Manufacturer narrative:
This report is submitted on january 11, 2023.

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2022, in order to explant the implant magnet due to discomfort. There are no plans to reimplant the patient with a new device as of the date of this report.